Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 2 events were confirmed during testing; however, the cause was not established. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.supplemental rationalecorrected data: 3 total events were initially reported. 1 previously reported event is included in this follow-up record.  Product return status 1 device was not available for evaluation. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact.